Manufacturer narrative:
D.4. The reported lot number [3027909] was reported, however, this is not a lot # manufactured for the reported catalog #[326638 ]. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had foreign matter. Report 1 of 2. The following information was provided by the initial reporter, translated from japanese to english: 1. (Lot #3027909) recovered because it contains liquid even though it has not been opened. Please collect and find out what this liquid is. This is the second case regarding liquid. 2.(lot #3093366) the scale is off and would like it checked.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ insulin syringe had foreign matter. Report 1 of 2. The following information was provided by the initial reporter, translated from japanese to english:1. (Lot #3027909) recovered because it contains liquid even though it has not been opened. Please collect and find out what this liquid is. This is the second case regarding liquid. 2.(lot #3093366) the scale is off and would like it checked.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-mar-2024. D3: medical device manufacturer. D.4. Medical device lot #. D.4. Medical device expiration date. H.4. Device manufacture date. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had foreign matter. Report 1 of 2. The following information was provided by the initial reporter, translated from japanese to english: 1. (Lot #3027909) recovered because it contains liquid even though it has not been opened. Please collect and find out what this liquid is. This is the second case regarding liquid. 2.(lot #3093366) the scale is off and would like it checked.